Event description:
It was reported that the lead exhibited loss of sensing in both configurations. There was no capture at maximum output in the bipolar configuration but there was capture at 3.5 v in unipolar. Lead damage was observed on x-ray. Due to difficult lead extraction, the tip electrode and distal coil remained in situ.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was cut/damaged and returned in several pieces. Two of the proximal coil filars were fractured due to fatigue and the insulation was abraded and squeezed. The location and mode of the fracture was consistent with that produced by rib clavicle crush. A proximal coil fracture could cause sensing anomalies. The bonding area on the ring electtrode had residues of silicone adhesive which indicated that the tip was bonded. There was no indication that the observed damages were production related.